Event description:
Dealer reported that the actuator on the power center mount (pcm) broke at the top where the hardware is located to secure it, allegedly causing the pcm and the end user's legs to fall to the 90-degree position. The end user reported that her legs have been hard to bend since a previous incident occurred where she fell from a different wheelchair. She stated that for the most recent incident, it aggravated her previous injury. The end user described her pain as a 10 out of 10 on a pain scale and states that her current treatment involves taking tylenol. The end user stated that the doctor is planning to have her discharged from the hospital.

Manufacturer narrative:
Discussion: in reviewing the complaint, the dealer reported that the actuator on the pcm broke at the top where the hardware is located to secure it, allegedly causing the pcm and the end user's legs to fall to the 90-degree position. The end user stated that she originally had her legs in an elevated position before the pcm fell, reportedly causing her knees to bend suddenly. The dealer reported that there are no signs of damage or misuse to the wheelchair. The dealer and end user did not provide details on how the actuator broke. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. The dealer reported that after the incident, the end user allegedly could not bend her knees on her own without help and had to be admitted to the hospital. The end user reported that her legs have been hard to bend since a previous incident occurred where she fell from a different wheelchair. The end user did not give further details on that incident or what type of wheelchair she was using when the initial injury occurred. She stated that her previous injuries were aggravated as a result of the most recent incident. The end user stated that she had diagnostic testing done and that nothing was found. When asked about her pain, the end user stated that she was experiencing pain in her left leg from her pelvic area down and on her right leg from the knee down. The end user described her pain as a 10 out of 10 on a pain scale and stated that her current treatment involves tylenol. The end user stated that the doctor is planning to have her discharged from the hospital. Conclusion: in conclusion, due to the allegation of a serious injury (severe leg pain), this MDR is being filed.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.